Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and investigated. The reported cds leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for cds leak at the gripper lever could not be determined. The returned device analysis was able to confirm the leak at the gripper lever cap; however, the cds no longer leaked after the gripper line was securely re-wrapped around the lever and the cap was tightened. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaking observed under the gripper port during preparation. It was reported that during preparation of the clip delivery system (cds), while flushing the lines, leaking was observed somewhere under the gripper port. The exact location of the leak could not be determined. The gripper cap was removed and the lines were re-wrapped, but the leaking continued. The cds was not used in the procedure, and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.